Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that surgery occurred on (B)(6) 2021 to place the ipg deeper in the ipg pocket to address the issue.

Manufacturer narrative:
¿Date of event¿ is estimated.

Event description:
It was reported that the patient experienced pain at ipg site during sitting and lying down. Surgical intervention may occur to address the issue.